Event description:
The agent is not setting/foaming correctly in the molding bag. After simulation is complete the mold is deforming. Without a reliable positioning device we have the potential to mistreat or misalign the patient.